Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving a patient notifier. Device interrogation with the programmer revealed the device went into backup vvi mode. The suspected cause of backup vvi functionality was from interaction with the merlin remote transmitter. The device was programmed out of backup vvi. The device function is normal. There were no adverse consequences reported by the patient.